Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the top of the hardshell reservoir was crushed. The product was changed out. There was not pt involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the area around the venous inlet port was damaged. Review of the damage type is consistent with excessive force applied to outside packing during shipping and handling. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.